Manufacturer narrative:
S/w 2.8c. Pump not received stuck in manufacturing mode. Unable to perform the displacement test and the p-cap/reservoir will not lock properly due to missing retainer. Unit received with missing reservoir tube o-ring, scratched case, broken reservoir tube lip, cracked case at battery tube side and minor scratched lcd window. Unit received with moisture damage noted on motor, electronic assembly, vibrator motor or battery tube assembly.

Event description:
The customer reported via phone call that insulin pump got the cosmetic damage. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The device will be returned for analysis.